Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a procedure t1 and t2 deployed simultaneously from the device. Both implants were implanted and were successfully removed. A backup device was available to complete the procedure. No patient injury or complications were reported.